Manufacturer narrative:
The returned device was evaluated and performed as intended. No malfunction or product defect that would have interrupted insulin delivery and contributed to the patients dka was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that she activated the device at 10:06 pm on (B)(6) 2012 and was feeling fine that night, although her blood glucose measured 405 mg/dl at 10:13 pm. She corrected with a 5.7 unit insulin bolus. When she woke up the next morning she was vomiting and couldn't hold any down, not even water. She reported the following bg/insulin history for (B)(6) 2012: time: 8:46 am, bg (mg/dl): 275, insulin bolus (units): 3.1; time: 12:47 pm, bg (mg/dl): 345, insulin bolus (units): 4.45; time: 2:15 pm, bg (mg/dl): 388, insulin bolus (units); 2.45; time: 4:32 pm, bg (mg/dl): 432, insulin bolus (units): 4.75. The patient was then rushed to the hospital where her bg level was at 545 mg/dl and ketones tested positive. The pod was deactivated at 6:59 pm in the hospital. She was still hospitalized in the ICU at the time of her call.